Manufacturer narrative:
Evaluation summary: the unit was received with minor scratches. Based upon the inquiry information received, visual and functional examination, the customer's complaint has been confirmed. To correct the issue, the analysis site replaced the port shaft and the cocking lever. Additional parts replaced that were unrelated to the customer complaint were the encoder, fork screw, pcb assembly, safety latch and the rotational and electrical cables. After servicing, the unit passed all qa testing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported the cocking lever is bent and the rotation knob is loose on the holster. No case or patient involvement. One device is being returned for repair.